Event description:
A medtronic ent representative reported that, while in a procedure, the navigation system monitor went black and gave a "no input detected" message. Following trouble-shooting and re-seating the cables the display resumed with the fusion software. Tracer registration saved in the software, surgeon verified instruments and accuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that initially saw no problem, however, during set-up for phd testing the power cycled and video would not come back on. Further investigation showed that the mother board power connector was not properly locked together. Reseated power connector and checked all other connectors and computer then passed all testing. Electrical failure, connector loose, directly caused the event. Replacement axiem comm internal cable shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the axiem cable to be fully functional. No fault found. Medtronic representative, following-up at the site, reported replacing the computer resolved the issue. System is functioning properly, no further issues.